Manufacturer narrative:
The suspect ev1000a platform system was not returned for evaluation by the facility after several attempts were made. Edwards is unable to confirm or negate the customer¿s experience without the return of the suspect device. The root cause of the reported issue is indeterminable as the product was not evaluated. There is no evidence or indication that a manufacturing defect is responsible for the reported issue; therefore, no corrective action was taken. There was no inappropriate treatment administered or patient compromise. With any hemodynamic monitoring, readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. The device service history record review was completed and all manufacturing inspections passed with no non-conformances.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The product has not been returned for evaluation. Attempts have and will be made to the facility to request product return. Upon return of the unit a supplemental report will be submitted with the investigation findings. The design history record review is pending. A supplemental report will be submitted with the findings.

Event description:
It was reported that the ev1000 monitor froze during use. There was no fault message. The clinician reseated and swapped to a known working cable, with known working equipment and the error persisted. Nothing is working. Only when they swapped to a new monitor, using the same sensor, then everything worked. This was during patient monitoring when the parameters became ¿locked¿ and would not change at all. When the nurse tried to re-zero the flotrac to fix the issue, there was no arterial waveform display on the ev1000 zero box, but the parameters were still lit up. There was no patient injury reported.